Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 423 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer did not have a tubing clamp so a tubing clamp was shipped to the customer and was advised to them to call back to trouble shoot with their insulin pump once they receive the tubing clamp. No further information was provided.